Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture. Date of explantation: (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 320cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with right breast baker grade IV capsular contracture during a physical exam with a medical professional. As a result, the patient is scheduled for breast implant removal on (B)(6) 2024.

Manufacturer narrative:
On december 03, 2024, mentor received two devices with the same lot number and no side designations. The complaint product could not be identified. On december 08, 2024, mentor completed an evaluation on one of the devices, designated as device a. The analysis for the second device, device b, has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. Device a evaluation: mentor conducted a visual inspection of the device. Visual analysis of the returned sample revealed that the gel of the breast implant appears white. Discoloration of the implants as observed in the sample returned is related to the concentration of the triglycerides in the gel fillers and their degree of unsaturation. This finding is consistent with the reported discoloration of breast implant silicone gel in vivo in the scientific literature. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 21, 2024, mentor was notified that the patient began to experience right breast firmness in (B)(6) 2024. Therefore, the date of event was updated. Date of event: january 01, 2024. On november 25, 2024, mentor became aware that the patient underwent bilateral removal and replacement with 375cc mentor memorygel breast implants during the revision surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 13, 2025, mentor completed the evaluation for device b. Device b evaluation: mentor conducted a visual inspection of the device. During the visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Manufacturer¿s reference number:(B)(4).